Event description:
It was reported, the insufflation unit exhibited degassing (vacuuming) would not stop. The event occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with the same device. There was no report of harm, injury or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.